Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results processed on the alinity c for one patient. The patient was called in to the emergency room but not admitted or redrawn after they retested original sample and results were normal. The following data was provided: processed on (B)(6) 2022. Sid (B)(4). Sodium initial result = 106. Repeat result = 136. Normal range for sodium = 134-143 meq/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity c sodium results using sample diluent(ln 7p53-20 lot 23145un22) included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of complaint tickets by lot number found acceptable complaint activity. The trend review by the product list number found no trends related to this issue. Review of the CAPA database found no issue related to the current complaint. Labeling was reviewed and found to adequately address the issue under review. As part of troubleshooting the sample was rerun with acceptable results. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. A deficiency was not determined as the trend reviews and lot search did not identify an increase in complaint activity for the current issue.